Event description:
It was reported occlusion alarms occurred. Reportedly, the customer changed all pump supplies to address the issue. The customer¿s blood glucose level was 362 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.